Event description:
A report was received that the patient was experiencing discomfort due to the ipg being superficial. The patient underwent a revision procedure wherein the ipg was moved from left to right and lead extensions were added. The patient was doing well postoperatively.